Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Keeps flinging off/shoots off - oral-b refills [device breakage]. Case narrative: consumer stated via flow that oral-b refills keep flinging off or shoots off while brushing. No injury was reported.